Manufacturer narrative:
(B)(4). This complaint cannot be confirmed in the lab due to a lack of sample and a batch review was not performed as no lot number was provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical services (gts) regarding solution coming out of the patient line on the homechoice (hc) unit during prime. The cg stated she had to reprime the patient line. The tsr explained it was okay for the fluid to come out of the cap. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.